Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that after the patient fell on their shoulder, the device was no longer able to be interrogated. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The implant date was estimated to have occurred in (B)(6) 2020.